Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer administered a mealtime bolus but consumed more carbohydrates than were entered into the bolus menu. The customer's blood glucose (bg) level subsequently increased to "high" (specific bg value was not provided). Customer delivered a manual injection of insulin to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.